Event description:
It was reported that the physician was having problems with the brightness of the vns handheld computer screen. The light on the screen was dim and the physician had difficulty reading the screen. Attempts for product return are in progress.